Event description:
It was reported that during a laparoscopic procedure on (B)(6) 2024, the light went out. The touch screen was then frozen without control of the light source. The situation remained the same even after power recycled of the device. They were able to complete the procedure using a back-up unit, and there was no patient injury reported. However the issue caused a delay to the case of about 10 minutes,

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction: updated the UDI number in section d4. Per evaluation by the manufacturing site: conclusion: the reported issue "the light went out" is verified in dqa and confirmed by logged events 400 and 404. Those codes are caused by a defective touch controller on front module. When the touch panel becomes unresponsive, the light source goes to standby mode for safety reasons. Most probable root cause: a component failure withing the touch controller. Because the short usage time, it is rated as a single fault and mentioned in the IFU that such issue can happen. A replacement has to be in place in case of device failure. This event is filed under internal complaint ID (B)(4).